Event description:
On (B)(6) 2012, the patient claimed the threads on the cartridge cap are worn and started becoming loose around (B)(6) 2012. On the morning of the call to animas, the patient had elevated blood glucose of 380 mg/dl with symptoms described as "increased thirst and increased urination, dizziness and difficult concentrating."the patient feels that the cause of the high blood glucose is due to the loose cartridge cap. At the time of concern, the patient tested negative for ketones. The patient was advised to purchase a new cartridge cap and go on the backup plan. This complaint is being reported because, the patient allegedly had symptoms suggestive of hyperglycemia after the cartridge cap issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.